Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was surmised that the phenomenon had occurred due to a faulty digital visual interface signal cable, as the device was not returned to the legal manufacturer, and it was not confirmed whether the defect had been caused by user misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Olympus technical assistance center (tac) assisted the customer with troubleshooting, and it was determined that a bad digital visual interface signal (dvi) cable could be the mostly like cause of the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor did not show image. The issue occurred during a not specified procedure. There were no reports of patient harm.